Event description:
Pt had breast reconstruction after mastectomy with silicone implant on left and breast augmentation on right with silicone implant 20 years ago. The right implant was ruptured and left implant had a hole in it. This required surgery to remove the implants.